Event description:
A patient underwent a port placement procedure using the MRI chrono port. During the procedure while insertion, the stem of the chemo port allegedly ruptured while attaching the catheter to the port chamber. The chemo port had to be removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the MRI chrono port. During the procedure while insertion, the stem of the chemo port allegedly ruptured while attaching the catheter to the port chamber. Reportedly, the stem of the chemo port entirely broke off from the port. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a blood stained single lumen port in which the stem of the port was broken and the broken piece was noted to be missing. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.